Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 9 months. Manufacturer's conclusion: the device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the driveline exit site infection could not be conclusively determined. The instructions for use lists infection as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 the patient presented to clinic with notable drainage and trauma at the percutaneous lead (driveline) site. The patient had been changing dressing twice a day. The patient was evaluated in clinic and started on doxycycline and cultures were sent. Wound cultures from (B)(6) 2018 resulted (B)(6) for pseudomonas aeruginosa. The patient was admitted for IV antibiotics and incision and drainage was performed on (B)(6) 2018. Dressing will be changed to 3 times a day and drainage procedure will increase.